Manufacturer narrative:
H6.conclusion code 1:22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additionally, adverse events that may occur and/or require intervention include, but are not limited to component migration.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel.

Event description:
The clinical specialist reported the following information: on (B)(6) 2019 the patient underwent a reintervention limb extension using a gore® excluder® aaa endoprosthesis as there was ~3cm of native iliac from existing limb to internal iliac. The physician extended the left iliac limb with a plc181200. It was reported a diagnostic angiogram was performed on (B)(6) 2019, however no visible endoleaks were observed. It was reported the patient was previously treated for type ii endoleak. The physician stated she will follow up with a diagnostic ultrasound.